Event description:
It was reported that the system displayed an eod alarm during start up. The procedure was changed out and the surgery was completed successfully.

Manufacturer narrative:
The device was evaluated by terumo and it was determined that the mixing valve had expanded due to prolonged exposure to chlorinated water. The product was repaired in the field. This report is being submitted to the FDA as a result of a retrospective review of product complaints.